Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation and a fracture of both conductor coils at some 55 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
High lv lead impedance was noted. An attempt to revise the lv lead and resolve the high impedance was unsuccessful. The lead was explanted and replaced with a competitor lv lead at this time.